Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch. The sensor adhesive had not peeled off. Extended investigation has also been performed. Extended investigation has also been performed for the reported complaint. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported she experienced an allergic reaction after 2 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as a blister, redness, and skin irritation. On (B)(6) 2018, she made contact with a healthcare professional who prescribed an unspecified steroid spray for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has not been requested back for an investigation. A follow-up report will be submitted if additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she experienced an allergic reaction after 2 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as a blister, redness, and skin irritation. On (B)(6) 2018, she made contact with a healthcare professional who prescribed an unspecified steroid spray for treatment. There was no report of death or permanent injury associated with this event.